Manufacturer narrative:
Citation: brouwer et al. Insight on patient specific computer modeling of transcatheter aortic valve implantation in patients with bicuspid aortic valve disease. Catheter cardiovasc interv. 2019 may 1;93(6):1097-1105. Doi: 10.1002/ccd.27990. Epub 2018 nov 20. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding patient-specific computer modeling of transcatheter aortic valve implantation in patients with bicuspid aortic valve disease. Five of seven patients were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Case 1: an (B)(6)-year old male with no cardiovascular history was referred with a symptomatic bicuspid aortic valve stenosis. In the implant procedure, the transcatheter valve was implanted at high depth. Even after three repositions, the prosthetic valve remained extremely elliptical with significant paravalvular leak (pvl) between left and noncoronary cusp. To improve morphology and reduce pvl, the valve was post-dilated with a non-medtronic balloon. Immediately after post-dilation annulus rupture was observed and the patient died during procedure due to this complication. No additional adverse patient effects or product performance issues were reported with this patient.